Event description:
The physician performed an esophageal varices banding on a male patient using a multi-band ligator. The procedure was successfully completed. Upon removal of the endoscope from the patient, the opti-vu barrel detached from the end of the endoscope, remaining in the patient's esophagus. The endoscope was reinserted and several attempts were made to retrieve the barrel with a snare and a basket. All attempts were unsuccessful. During the last attempt, the snare caught on the barrel and could not be removed. The following day the snare and barrel were successfully removed using rat tooth forceps and a dilation balloon. The patient is reported to be in good condition and no further complications occurred. Detachment of the device from the endoscope can occur when the barrel is positioned incorrectly to the tip of the endoscope; when the barrel is passed through a tight stricture; and/or when the device is placed on a incompatible endoscope.